Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the saw attachment device got so hot that it would boil any saline or blood that got on/in it. It was also reported that the actual attachment was leaking fluid after it has been cleaned properly. It was not reported if there were any delays in the procedure. It was reported that a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown.all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During evaluation of the device, it was determined that the device attachment was getting hot when running, corrosion on needle bearings and gear shaft and frequency was too high. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.